Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including power cycle testing, bench handling, stress testing and an internal inspection without duplicating the report. The device was re-certified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down, prompted "unit failed" and then would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.